Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 371 mg/dl. The customer stated that they insulin pump did not deliver insulin as it was designed to do. The customer stated that they did not want to troubleshoot the issue and was on their way to the emergency room. The customer did not return the product back for analysis.

Manufacturer narrative:
A customer reported via phone call indicating that they experienced high blood glucose of 371 mg/dl. The customer stated that they insulin pump did not deliver insulin as it was designed to do. The customer stated that they did not want to troubleshoot the issue and was on their way to the emergency room. The customer did not return the product back for analysis. (B)(4).